Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the pump would not power on. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.